Event description:
Defibrillator pads were attached to pt then unit was turned on. Voice prompt to apply pads continued while multiple attempts were made to connect pads with no change in the status of the unit.